Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4). Implanted: (B)(6) 2018 explanted: product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4). Ubd: 29-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, via manufacturer representative, who was receiving fentanyl (250mcg/ml at 52.5mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient was in for a dye study on (B)(6) 2021 because the patient had told their healthcare professional (hcp) that he wasn't getting the relief they usually get from their therapy. The patient stated they had a dye study in january that was "normal".  Since then, the patient's therapy has not worked like it used to.  There were no withdrawal symptoms and on pump alarms.  The dye study was performed on the date of this call.  During the dye study, the catheter was very sluggish to aspirate. The radiologist stated it was somewhat difficult to inject dye through the catheter. The study revealed there were no breaks in the catheter and the catheter appeared to still be in the appropriate space. The radiologist was to notify the managing hcp of their findings.  The patient was to follow up with their managing hcp.  The issue was not resolved at the time of this report. No surgical interventions occurred nor was planned.